Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached rubber cover of the forceps channel port, the cause was due to some kind of stress, such as damage or deterioration of the parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached rubber cover of the forceps channel port was found. There was no patient involvement.